Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer's blood glucose was 160 mg/dl and had a blank display. The customer experienced symptoms such thirsty. The customer was treated with an injections. Customer reports o-ring inside lip of reservoir compartment is not missing. The customer states the drive support cap appears normal. The customer states performed self test and it did passed. The insulin pump will not be returned for analysis.